Event description:
A caller reported a malfunction on the pump, identified as malf 0, with a fault ID available. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again. No additional information was available regarding the outcome of the event.